Manufacturer narrative:
Patient code: thrombosis (2100), listed in IFU. Pulmonary embolism (1498), listed in IFU . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient additionally alleges post implant deep vein thrombosis (dvt) and pulmonary embolism (pe).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pe, dvt, embedded, unable to retrieve, sob, chest pains, dizziness, syncope- updated sfc". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Unknown if the reported pain and shortness of breath are directly related to the filter. Unknown if the reported dvt, dizziness and syncope are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Product catalog and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/19/2017 as follows: patient received an implant on (B)(6) 2006 via the right internal jugular vein due to recurrent pulmonary embolism despite anticoagulation. Patient is alleging that the device is embedded and unable to be retrieved. Patient alleges shortness of breath, chest pains, dizziness and syncope due to the device. No documentation of attempted retrieval was provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'embedded, unable to be retrieved, shortness of breath, chest pains, dizziness, syncope'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported shortness of breath, chest pains, dizziness, and syncope are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.